Event description:
The consumer called into nova customer care with concerns about her reading dating back to (B)(6) 2014. "The results were reading from low in the 60's to high in the 300's. All readings in question were taken within minutes of each other." It was reported to nova biomedical on (B)(4) 2014, she received a result of 210 mg/dl on her blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 95 mg/dl and 83 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's reading was determined to be clinically significant. The meter test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot #1020213252. Expiration date: 09/2015. Control solution lot: 1030313121. Range 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.